Event description:
Boston scientific received information that during a implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), a high out of range shock impedance measurement was displayed. All other measurements were within acceptable parameters. They tried to modify the shock circuit to verify lead integrity. With distal coil to proximal coil configuration lead impedance measurements were stable but with single coil configuration the shock impedance was high out of range. Measurements were taken with the distal coil and all measurements were within acceptable parameters. They reconnected previous device and impedance measurements had increased approximately 15 ohms. The new device was reconnected and they delivered a 3j shock and then the shock impedance measurements were within range. The patient will be evaluated in one month. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.